Event description:
This case was cross referenced with cases: (B)(4) (cluster) this spontaneous case from united states was received on 03-nov-2017 from a non-healthcare professional. This case concerns a (B)(6) year old patient (sex: not provided) who received treatment with synvisc one and after an unknown latency had swelling, redness, pain, difficult weight bearing on injected leg. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose: not provided) for osteoarthritis with batch/ lot number: 7rsl021 and expiry date: may-2020. On an unknown date in (B)(6) 2017, after an unknown latency, patient reported swelling, redness, pain, difficult weight bearing on injected leg. Patient was told to ice affected knees, elevate affected legs and was given steroid packs and pain medicines corrective treatment: ice affected knees, elevate affected legs, steroid packs and pain meds for pain; ice affected knees, elevate affected legs, steroid packs for all other events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for all events. Additional information was received on 22-nov-2017. Additional event of device malfunction was added along with details. Global ptc number and results were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017: this case concerns a patient who received synvisc one injection from the recalled lot and later had localized erythema and weight bearing difficulty in leg for which patient received steroid pack. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. Furthermore, the concerned lot number has been identified to have malfunction by the company.

Event description:
Difficult weight bearing on injected leg [weight bearing difficulty], device malfunction [device malfunction], hard time walking [walking difficulty], muscle tear (no trauma) [torn muscle], arthritis infective/ synovial fluid left knee/ low-grade septic arthritis [arthritis bacterial] ([swelling of l knee], [localized erythema], [knee pain], [synovial fluid white blood cells positive], [chills], [fever], [joint range of motion decreased], [joint inflammation], [effusion (l) knee], [synovitis of knee], [joint crepitation], [joint stiffness], [culture negative]), felt bad [feeling abnormal], left knee weakness [weakness], left knee chondromalacia [chondromalacia] case narrative: based on additional information received on (B)(6) 2018, this case became medically confirmed. This case was cross referenced with cases: (B)(4) (cluster). This spontaneous case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns a 66 year old patient (sex: not provided) who received treatment with synvisc one and after an unknown latency had difficult weight bearing on injected leg, muscle tear (no trauma) (64 days later), hard time walking (04 days later), left knee chondromalacia (64 days later), left knee weakness and felt bad (04 days later). Also device malfunction was identified for the reported lot number. Concomitant medications included benazepril, pantoprazole, indapamide, meloxicam, simvastatin, multivitamin and potassium. The patient had morphine allergy and no latex allergy, the patient underwent 3 c-sections (in 1973, 1980 and 1984) and 03 abdominal hernia repairs (in 1984, 1988 and 1989). Past medical history included gastroesophageal reflux, high cholesterol, sleep apnea, and copd (chronic obstructive pulmonary disease). The patient had hypertension. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once at a dose of 06 ml for osteoarthritis with batch/ lot number: 7rsl021 and expiry date: may-2020. Patient tolerated procedure well with good hemostasis and no complications. That evening, she had severe knee pain. On (B)(6) 2017, 04 days after first dose of synvisc one, the patient's knee fluid was aspirated and culture revealed no growth after 07 days and gram stain showed moderate wbcs. The patient came with complaints of knee pain after her synvisc injection last week. She had a reaction and had some swelling as well as some chills and subjective fever, but she never took her temperature. She just felt bad over the weekend. The same day, 04 days after first dose, the patient had a hard time walking and had to use a walker secondary to pain. On (B)(6) 2018, 64 days after first dose of synvisc one, the patient experienced left knee chondromalacia, villonodular synovitis (pigmented) of left knee and had muscle tear (no trauma). The patient had injection with a contaminated synvisc-one lot. There was also possibility for low-grade septic arthritis. The same day, although her knee pain was somewhat better, she still had knee stiffness that she felt was worse since her injection. She also had lateral knee pain posteriorly that she feels like was new versus before her injection. Overall, she denied fever, chills, nausea., vomiting, or other constitutional signs of infection. Her main issue was her increased knee pain. This increased knee pain, she related was worse subjectively since her injection. She was a retired registered nurse. On an unknown date in (B)(6) 2017, after an unknown latency, patient reported swelling, redness, pain, difficult weight bearing on injected leg. Patient was told to ice affected knees, elevate affected legs and was given steroid packs and pain medicines corrective treatmentice affected knees, elevate affected legs, steroid packs for difficult weight bearing on injected leg, walker for hard time walking; ketorolac tromethamine (toradol), dexamethasone, ketorolac and partial lateral meniscectomy for arthritis infective/ synovial fluid left knee/ low-grade septic arthritis; chondroplasty for left knee chondromalacia; not reported for rest outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 50250 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for difficult weight bearing on injected leg, device malfunction, hard time walking, arthritis infective/ synovial fluid left knee/ low-grade septic arthritis; important medical event for muscle tear (no trauma) additional information was received on (B)(6) 2017. Additional event of device malfunction was added along with details. Global ptc number and results were added. Clinical course was updated and text was amended accordingly. Follow up was received on 15-dec-2017. No new information was received. Additional information was received on 10-may-2018 from the medical doctor. Additional events of muscle tear (no trauma), hard time walking, left knee chondromalacia, left knee weakness and felt bad were added. Symptoms added for arthritis bacterial arthritis infective/ synovial fluid left knee/ low-grade septic arthritis. Events of swelling, redness, pain were updated to symptoms. Concomitant medications, medical history and concurrent conditions were added. Clinical course was updated and text was amended accordingly.

Event description:
This case was cross referenced with cases: (B)(4) (cluster). This spontaneous case from united states was received on 03-nov-2017 from a non-healthcare professional. This case concerns a (B)(6) year old patient (sex: not provided) who received treatment with synvisc one and after an unknown latency had swelling, redness, pain, difficult weight bearing on injected leg. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose: not provided) for osteoarthritis with batch/ lot number: 7rsl021 and expiry date: may-2020. On an unknown date in (B)(6) 2017, after an unknown latency, patient reported swelling, redness, pain, difficult weight bearing on injected leg. Patient was told to ice affected knees, elevate affected legs and was given steroid packs and pain medicines. Corrective treatment: ice affected knees, elevate affected legs, steroid packs and pain meds for pain; ice affected knees, elevate affected legs, steroid packs for all other outcome: unknown for all events seriousness criteria: required intervention for all events a pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending. Pharmacovigilance comment: sanofi company comment dated 9-nov-2017: this case concerns a patient who received synvisc one injection and later had localized erythema and weight bearing difficulty in leg for which patient received steroid pack. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.